Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed; however, the exact cause is unknown. One 5 fr triple lumen powerpicc provena solo catheter with a 3cg stylet inserted was returned for evaluation. An initial visual observation showed use residue on the returned sample. Approximately 3 cm of the stylet was observed to be protruding from the distal end of the catheter. A microscopic observation revealed the epoxy tip of the stylet was missing. A magnet was observed protruding from the break site, which was slightly angled and uneven with plastic deformation at the edges. Multiple bends were observed in the polyimide tubing proximal to the break site and each was observed to be between magnets. The observed fracture features were indicative of catheter and/or stylet kinking which likely occurred during the insertion process; however, the exact circumstances providing for that type of event were ultimately unknown. H3 other text: evaluation findings are in section h11.

Event description:
It was reported PICC placed on right upper extremity difficulty getting line to drop past shoulder, appearing to coil at tip of catheter, so line was removed and inspected. 3cg wire was never taken out and re-advanced back through PICC catheter during placement attempt. 3cg wire noted to be bent, almost fractured off 1cm from distal tip. Additional information received 01/21/2021: what type of catheter securement was utilized: catheter was removed after placement attempt and bent wire noted. No securement device used.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reet0678 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC placed on right upper extremity difficulty getting line to drop past shoulder, appearing to coil at tip of catheter, so line was removed and inspected. 3cg wire was never taken out and re-advanced back through PICC catheter during placement attempt. 3cg wire noted to be bent, almost fractured off 1cm from distal tip. Additional information received 01/21/2021: what type of catheter securement was utilized: catheter was removed after placement attempt and bent wire noted. No securement device used.